Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of high out of range shock impedance measurements during shock delivery. The shocks were appropriate and successfully terminated each arrhythmia. Shock impedance measurements were noted to be gradually increasing. Technical services (ts) recommended evaluating this system and reviewing the vector breakdown. If distal coil impedance was found to be high, ts recommended lead replacement. Ts also provided additional troubleshooting options, such as reprogramming and defibrillation threshold (dft) testing. Additionally, stored events exhibited oversensed noise, which was attributed to electromagnetic interference (emi) from a procedure. Subsequently, signal artifact monitor (sam) and minute ventilation (mv) were disabled. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received that this device was turned off for hospice care. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of high out of range shock impedance measurements during shock delivery. The shocks were appropriate and successfully terminated each arrhythmia. Shock impedance measurements were noted to be gradually increasing. Technical services (ts) recommended evaluating this system and reviewing the vector breakdown. If distal coil impedance was found to be high, ts recommended lead replacement. Ts also provided additional troubleshooting options, such as reprogramming and defibrillation threshold (dft) testing. Additionally, stored events exhibited oversensed noise, which was attributed to electromagnetic interference (emi) from a procedure. Subsequently, signal artifact monitor (sam) and minute ventilation (mv) were disabled. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this device was turned off for hospice care. No adverse patient effects were reported. This ICD remains in service.